Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates this MFR. Report addresses lot two (2) of two (2). This lot number; m128097, was discovered during the investigation of the customer's ID-now logfile review. The customer reported a false positive result with the ID now covid-19 assay performed on various dates on a direct tested dacron nasopharyngeal swab. Repeat testing was not performed. Confirmation testing on on nasopharyngeal swabs with pcr generated negative results; CT values not provided. The customer stated the patients were from the emergency room but additional patient information, including treatment and outcome, was not provided.

Manufacturer narrative:
Reference reports: 1221359-2021-01204, 1221359-2021-01205, 1221359-2021-01206, 1221359-2021-01207, 1221359-2021-01208, 1221359-2021-01209, 1221359-2021-01210, 1221359-2021-01212, 1221359-2021-01213. Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m128097 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m128097, test base part number 190-430 / lot m128097. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m128097 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.